Event description:
It was reported that no capture and abnormal sensing was observed on the right ventricular (rv) lead. The rv lead was confirmed to have shifted/dislodged. The rv lead was explanted and replaced. The patient was stable.